Event description:
It was reported that on (B)(6)-2010, the patient underwent a laminectomy decompression with excision of disk protrusions at both the l3-4 and l4-5 levels, posterior spinal fusion instrumentation with interbody allograft at the l3-4, and l4-5 levels, and a posterior fusion at l3-4 and l4-5 with rhbmp-2/acs. On (B)(6)-2013, the patient underwent a removal of hardware with exploration of fusion mass with findings of pseudoarthrosis from the l3-5 level and a uninstrumented posterolateral fusion from the l3-5 level. The patient now suffers from difficulty swallowing, chronic back pain, incapacitating pain, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: disk degeneration l3-4, l4-5; spinal stenosis l3-4, l4-5. For which, patient underwent following procedures: laminectomy decompression with excision of disk protrusions at both the l3-4 and l4-5 level; posterior spinal fusion instrumentation with interbody allograft at the l3-4, l4-5 level utilizing (B)(4) xia 2 instrumentation, as well as (B)(4) synthetic interbody peek bone ramp; bone morphogenic protein for the posterior fusion part of the procedure at the l3-4, l4-5 level. Per op notes, ".. Local autograft supplemented with bone morphogenic protein soaked sponge wrapped around graft putty was impacted in the posterolateral region predominantly on the left side for the posterior fusion part of the procedure. Final radiographs were obtained, showed the hardware as well as anterior interbody grafts in excellent alignment. Patient tolerated the procedure well without any intraoperative complications¿"

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.